Manufacturer narrative:
Determination of root cause: assessement: during the onsite investigation, the field engineer inspected the laser, including a thorough inspection of the gas lines and gas components. No problems were found. The field engineer then performed a successful system verification. A review of the complaint database for the 3 months prior to the event, showed no other similar complaints for this laser system. During follow up with the site, it was noted that a gas bottle change has been completed on the other laser in the room manufactured by another manufacturer, on the day prior to the gas smell incident. A service representative from the other manufacturer to investigate the other laser, but the results were not shared with alcon. There have been no reports from this site of gas smell based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Adverse event: 8 people were seen in the ER. Malfunction: gas leak. The clinic manager reports a gas leak in the laser suite. The laser suite contains an alcon laser and a laser manufactured by another manufacturer. There was a partial evacuation of the building and the fire department was called. Follow up information indicates 8 people were sent to the emergency room (ER) as a precautionary measure, however, none of the 8 people has any symptoms. It is unknown exactly what tests (if any) were performed in the ER.

Manufacturer narrative:
Determination of root cause: assessement: during the onsite investigation, the field engineer inspected the laser, including a thorough inspection of the gas lines and gas components. No problems were found. The field engineer then performed a successful system verification. A review of the complaint database for the 3 months prior to the event, showed no other similar complaints for this laser system. During follow up with the site, it was noted that a gas bottle change has been completed on the other laser in the room manufactured by another manufacturer, on the day prior to the gas smell incident. A service representative from the other manufacturer to investigate the other laser, but the results were not shared with alcon. There have been no reports from this site of gas smell based on the results of the investigation, a definitive root cause could not be determined. (B) (4)